Event description:
It was reported that the patient presented to the operating room for surgical procedure. During procedure, dissection of patient¿s vein was noted upon introducing the catheter into the vein. The patient was asymptomatic to the dissection. On (B)(6) 2017 a thoracic scan revealed the presence of blood was confirmed. It was noted that pleural effusion was not present, and no drainage was performed. No system upgrade procedure was scheduled. The patient¿s condition was stable.